Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, following external defibrillation to treat ventricular fibrillation, the ECG showed no pacing and the device could not be interrogated. A re-intervention was performed to correct the issue.

Event description:
Reportedly, following external defibrillation to treat ventricular fibrillation, the ECG showed no pacing and the device could not be interrogated. A re-intervention was performed to correct the issue.